Manufacturer narrative:
(B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that the magnetic valve of the trocar (trocar body cev177a5 5mm diam magnetic) does not come back automatically, collapsing the patient during the surgery. Follow up confirmed that there was no problem with the patient, there was just 10 minutes delay in the surgery. There was a slow leak from the device. The trocar tip was used stop the leak. The trocar was not replaced. Insufflators were used to manage pressure in the patient and the surgery was completed. The device was not returned for evaluation.